Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test as a result of a missing motor support disk. The device had a cracked display window corner.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 540mg/dl. Troubleshooting was performed. The caller stated that device alarmed. The caller stated that the drive support cap appears to be slightly indented. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.